Event description:
It was reported that during a da vinci anterior posterior resection procedure, the endowrist one vessel sealer instrument cut but did not seal. On (B)(4) 2014, intuitive surgical, inc. Obtained additional information from isi clinical sales manager, who indicated that there was an error during cutting, not during sealing. While cutting through soft mesentery, it sealed fine, then during the cut had the malfunction. It failed to cut completely, and the error blade exposed was displayed. The instrument was removed and replaced with a new one for the rest of the procedure. The procedure was completed. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the customer reported complaint. The instrument was placed on an in-house systems and passed homing, cut and seal test. The grip force test was performed and found to be within specification. No visible bio debris was observed. Failure analysis investigation also found the following unreported damages: the instrument blade was dislodged and was exposed about 0.134. Visual inspection showed some scratches on the main tube measuring roughly about 1.20 3/4 from the tip side; also exhibited material removal and a rough surface finish. The snake wrist cables were frayed at the distal end and were sticking out at the wrist area. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken snake wrist cables and the maint tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.